Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/25/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/02/2015 with the following findings: evidence of moisture ingress was present behind the display lens and on the inside of the battery compartment. The battery compartment was observed to be cracked in the thread area: the reported battery compartment damage was confirmed. The pump failed a leak test due to display lens and battery compartment leaks. The pump case was removed, and further evidence of moisture ingress was found on internal components. The reported moisture ingress issue was confirmed during the analysis. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.